Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received from representative, in which it was reported that the patient experienced a fall causing the right atrial (ra) lead to get dislodged. No additional adverse patient effects were reported. The right ventricular (rv) lead exhibited high pacing thresholds. The lead was found dislodged and was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The right ventricular (rv) lead exhibited high pacing thresholds. The lead was found dislodged and was explanted. No additional adverse patient effects were reported.